Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopic mediastinal tumor, at 10:00 the operation started, and the device could be used without problem. The device was taken in and out from the trocar. At around 12:00, white fragments were found in the patient's cavity. The white fragments were collected, and a missing part was found on the device. The missing part was compared with white fragment and they were matched. The device did not clamp particularly thick or hard tissue. There was also no sealing error occurred. After the part of the heat insulating material was collected, a new device was taken out and the procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The disengaged plastic was returned. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.